Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue began. The patient reported obtaining alleged inaccurate erratic readings performed within 20 minutes of each other; however she was not able to specify the results. It is not known how the patient was managing her diabetes regimen or what action she took at the time the alleged issue began. At an unknown date/time, the patient reported having symptoms of a headache and felt lightheaded after the alleged issue began. Approximately 3 weeks prior to contacting lfs, the patient reported she went to the emergency room (ER) for assistance. At the time of the ER, the patient stated she was administered insulin (type/dose not specified) and was tested by the ER/hospital meter, but was not able to recall the result obtained. At the time of troubleshooting, the cca noted an approved sample site was used, the patient's testing procedure was correct, and the test strips were expired/stored improperly/opened longer than the discard date. The patient was not able to informed the cca whether the subject meter's unit of measure was set correctly at the time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.